Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve was chosen for implant using a small flexnav delivery system. On the first attempt, the valve was deployed 6.5mm in non coronary cusp (ncc) and 7.0mm in left coronary cusp (lcc). The valve was re-sheathed once then deployed again, the final implant depth was 4.5mm in ncc and 4.5mm in lcc. After the navitor implant, a left bundle branch block (lbbb) was observed. On an unknown date, it resulted in bi-ventricular block. On 15 december 2023, the patient underwent permanent pacemaker implant. The patient was reported stable.

Manufacturer narrative:
An event of heart block after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient did not have a past history of this type of arrhythmia, there was no calcification extending beneath the aortic annular plane in the interventricular septum, and the implant depth was 4.5mm from the non-coronary cusp (deeper than the optimal 3mm). Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve was chosen for implant using a small flexnav delivery system. On the first attempt, the valve was deployed 6.5mm in non coronary cusp (ncc) and 7.0mm in left coronary cusp (lcc). The valve was re-sheathed once then deployed again, the final implant depth was 4.5mm in ncc and 4.5mm in lcc. After the navitor implant, a left bundle branch block (lbbb) was observed. On an unknown date, the lbb changed into bi-ventricular block. On (B)(6) 2023, the patient underwent permanent pacemaker implant. The patient was reported stable.